Event description:
Baxter IV pump running vasopressor. Bag was noted to be almost full despite having been hung >12 hrs prior and which should have required to be changed before then. Drips not dropping in chamber. IV tubing adjusted, upstream occlusion a possible factor however pump never alarmed or gave any indication that medication was not being delivered properly manufacturer response for IV pump, baxter spectrum iq IV pump (per site reporter) ongoing baxter pump issue.